Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call receiving a low battery alerts; the customer changed the battery and received a failed battery test alarm. The customer had changed the battery four times but alarm would recur. The battery indicator does not show less than 2 bars and the battery did not last more than 1 week. Blood glucose value was 111 mg/dl. Customer was advised to clean the battery cap and insert a new battery. The battery cap would be replaced.